Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer also states had experienced high blood glucose due to under delivery. The customer¿s blood glucose level was 350 mg/dl, and current blood glucose was 114 mg/dl. The customer was treated with pump. The customer states her sensor readings were off 60-100 points off. She suspended the pump and was having a reading at 62 and meter was showing 350 and then an hour after that it died . The customer declined troubleshoot for high blood glucose. The sensor will not be returned for analysis.